Manufacturer narrative:
Patient was injected in the glabella with radiesse dermal filer; the area immediately blanched white. Two days post injection a black spot appeared in the center of the area. The patent was prescribed cipro 500mg twice a day for five days and to apply neosporin ointment to the area twice a day. The area is resolving and there is no sign of the infection.

Event description:
Patient was injected in the glabella with radiesse dermal filler; the area immediately blanched white. Two days post injection the area turned black in the center.